Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a > 55mm diameter abdominal aortic aneurysm. It was reported that after the stent graft was implanted a type iii endoleak occluding the right iliac system. The physician modeled the junctional zones and repeated the run after a few minutes but the endoleak persisted. The physician then relined the area with a 16x16x82 endurant limb which resolved the issue. Per the physician the cause of the event is device related. No additional clinical sequelae were reported and the patient is fine.